Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check after a recent repair. Our field service engineer verified the failure on site, the unit was failing the pressure transducer test and safety valve test during pre-use check. After he replaced both pressure transducers, the reported unit passed all calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use. No part was returned for investigation. The evaluation of received device logs shows that several pre-use checks passed after repair. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may also generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that the reported problem was resolved by replacing both pressure transducers. As no part was returned, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).